Event description:
The generator was explanted on (B)(6) 2016. During the explant surgery, the generator was successfully interrogated and diagnostics were reportedly within normal range, indicating the device was functioning as intended. The patient reportedly experienced an increase in seizures above baseline. The explanted device was reportedly discarded. No further relevant information has been received to date.

Event description:
It was reported that a patient had been experiencing a gradual increase in seizures. The patient also reported that he did not believe his vns was working. The physician stated that he was unable to interrogate the device due to suspected battery depletion. Follow-up was performed and the patient's settings were provided. The manufacturer performed a calculation to estimate the remaining battery life with the patient's new settings and results showed that the generator still had battery life. No known surgical intervention has occurred to date. No additional relevant information has been received to date.